Manufacturer narrative:
A total of 38 patients (24 male and 14 female) with a mean age of 62±12 years (range, 32-82 years). Date of event: (B)(6) 2017 is the date the literature article was published; date of event is unknown. 510k: this report is for an unknown synthes synthes 3.5 dynamic compression plate (dcp)/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: grubhofer, f. Et al (2018), staged revision with antibiotic spacers for shoulder prosthetic joint infections yields high infection control, clinical orthopaedics and related research, vol. 476 no. 1, pages 146-152 ((B)(6)). The purpose of this retrospective study is to determine the likelihood of infection control after two-stage revision using antibiotic cement for patients with periprosthetic joint infection (pji) of the shoulder and identify the improvements in constant and murley scores at 2 years after these staged revisions. Between 2000 and 2013, a total of 38 patients (24 male and 14 female) with a mean age of 62±12 years (range, 32-82 years) underwent implantation of a cement spacer for an infected shoulder arthroplasty. The cement spacer was implanted using unknown synthes 3.5 dynamic compression plate (dcp). Follow-up at a minimum of 24 months (mean, 52±34 months). The following complications were reported as follows: a (B)(6) woman at last follow-up had shoulder pain without any systemic infection signs this report is for an unknown synthes synthes 3.5 dynamic compression plate (dcp). This is report 2 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.